Event description:
It was reported that the lv lead was found to be dislodged. The lead was explanted and replaced. The patient was stable. No further information is available at this time.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.